Manufacturer narrative:
Continued: e.1. Phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "removal and replacement surgery of damaged breast implant", "breast cancer" and "after six years post-reconstruction of the left breast, damage was suspected, removed from the scar under the breast fold and a new implant was inserted". This record is for the left side. Device was explanted and replaced.